Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Health effect clinical code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A healthcare professional reported that after beginning duodopa therapy in the first 24 hours, the patient was diagnosed with a pneumoperitoneum. The patient received a nasogastric tube with suction and was treated with unspecified antibiotics and apomorphine. Duodopa therapy was stopped and the intestinal tube was removed. On (B)(6) 2024, the patient was discharged from the hospital.